Manufacturer narrative:
(B)(4). Sw - 4.11d. Retainer ring ¿ black. Insulin pump was returned for alleged damage to the battery tube on aug 6, 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, serial label damage (sticker faded), corroded battery tube, cracked retainer, cracked reservoir tube lip and minor scratches on lcd window. Damaged battery tube confirmed. Additional damage to retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. Customer stated that insulin pump was neither dropped nor bumped. Customer was unsure about how damaged occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.